Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. Customer's blood glucose was 205 mg/dl at the time of incident. Customer was advised to monitor the pump and call back if necessary. No further assistance was needed.